Event description:
It was reported that during routine follow-up it was discovered that this pacemaker was in safety mode. The device was replaced and is not expected o be returned for analysis. No additional adverse patient effects were reported.